Event description:
Reportedly, inappropriate shocks were delivered to the patient due to a faulty lead (not a sorin group one) and staff on ccu reported that they were unable to de-active the ICD with a magnet. Lead and ICD were explanted. The ICD involved in this MDR report was returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.